Event description:
Potential low blood sugar; easy bolus screen on medtronic 670 insulin pump does not show blood sugar, insulin on board, nor does it allow the user to back down the bolus amount when entering amount. All these factors can lead to excess insulin delivery. Medtronic is upgrading its product. It is imperative that this shortcoming be addressed. FDA safety report ID# (B)(4).